Event description:
The patient reported to philips that while using the dreamstation 2, experiencing smell of smoke from the replacement machine. The filter are turning brown. Patient verified filters are manufactured by philips. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
Upon further review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.